Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for out of range pacing lead impedance measurements. It was noted that the clinic was aware of the impedance alert and that similar alerts had previously been dismissed. The patient was recently evaluated in clinic, and this ra lead was noted to be programmed in a unipolar configuration. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for out of range pacing lead impedance measurements. It was noted that the clinic was aware of the impedance alert and that similar alerts had previously been dismissed. The patient was recently evaluated in clinic, and this ra lead was noted to be programmed in a unipolar configuration. This ra lead remains in service. No adverse patient effects were reported. Additional information indicated that the root cause was not determined by the physician. The field representative confirmed that the issue was limited to the lead only. It was noted that the physician elected to continue monitoring the lead, and no further action was taken.